Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis. During the procedure 74 ablations were performed across the pulmonary veins, posterior wall, mitral isthmus and cavotricuspid isthmus (cti). Ablations other than those performed in the pulmonary veins are considered off label use. After the procedure hemolysis was identified in the patient and they were admitted to the hospital. Fluids were administered and the patient was discharged 5 days later; the patient is considered to be doing well and their urine output improved. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to the initial MDR in block h6: patient codes. The device was not returned to boston scientific; however, investigators were able to use the information provided by the initial reporter to confirm some of the information. The renal failure mentioned in the record is considered a known inherent risk of the device as the hemolysis and renal failure is spelled out in the device's instruction for use. Additionally, based on the information provided they confirmed the catheter was used in an off-label manner when the cti ablations were performed as the device is only indicated for use on the pulmonary veins.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis. During the procedure 74 ablations were performed across the pulmonary veins, posterior wall, mitral isthmus and cavotricuspid isthmus (cti). Ablations other than those performed in the pulmonary veins are considered off label use. After the procedure hemolysis was identified in the patient and they were admitted to the hospital. Fluids were administered and the patient was discharged 5 days later; the patient is considered to be doing well and their urine output improved. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.